Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 7.0 mmol/l. No further information reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked case at the display window corner, minor scratched lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.